Event description:
On (B)(6) 2012, the patient's trainer reported that the patient's infusion device was not working. On (B)(6) 2012, the patient went to the hospital. She had diabetic ketoacidosis and a blood glucose level above 500 mg/dl. Her normal blood glucose range is 100-200 mg/dl. The patient was treated with an IV drip of insulin. The patient's endocrinologist told her that she cannot use the infusion device. The patient's infusion device did not display any error messages before she went to the hospital. Troubleshooting with the patient could not identify any issues with the infusion device. While at the hospital, the patient was instructed to bolus 11.0 units of insulin. One to two hours passed and the patient's blood glucose was elevated above 700 mg/dl. After that, the doctor removed the infusion device and treated the patient with an IV. They do not believe the infusion device was delivering enough insulin. The trainer helped the patient set up and start using the back-up infusion device. The patient will remain on insulin injection therapy until the trainer sets up the patient's replacement infusion device. The infusion device was replaced and requested to be returned for evaluation.